Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source had a b30 scope communication error. The issue occurred during an unspecified event. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Since the subject device was not returned to legal manufacturer, the reported event cannot be confirmed neither the condition of the device. As a result, the presumed cause and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.